Event description:
The customer reported, there was a low ma error code that displayed on the system. No patient injury was reported.

Manufacturer narrative:
The ge service rep verified a low ma error in log file but could not duplicate the problem. He performed a hvsr cal procedure and acquired duty cycle data. He tested the system and found it to be operating as intended.